Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable.